Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Report 2 of 3. Consumer reported that prior to insertion of a tampon, she tested the string by pulling on it and the string broke into pieces. She did not use the tampon.